Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.